Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection the sample was observed primed up to the check valve inlet port and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by spiking an in-house 1000ml solution bag containing reverse osmosis water. The sample was then primed per the label. The initial priming attempt failed; however, per the label the solution bag was squeezed. The sample then primed and flowed normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.